Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty nine (29) retention samples from bd inventory were evaluated by functional testing and issues were observed relating to 'stopper pop off'. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'stopper pop off' through corrective and preventive actions (CAPA) 1875009. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "it was reported that the tops of tubes keep coming off. Failure with the tubes- tops of tubes keep coming off and it shouldn't come off because it has a vacuum seal and it's coming off in the centrifuge and in transport. They have always used this tube and have only had this problem of the caps popping off with this lot #. They have switched to the tiger tops, since they do not have another lot of the 367986. The caps are not taken off prior to centrifugation or transporting. Also the caps are popping off from the recapped tubes. They have set aside all of the lot # and will be able to send back samples.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: " it was reported that the tops of tubes keep coming off. Failure with the tubes- tops of tubes keep coming off and it shouldn't come off because it has a vacuum seal and it's coming off in the centrifuge and in transport. They have always used this tube and have only had this problem of the caps popping off with this lot #. They have switched to the tiger tops, since they do not have another lot of the 367986. The caps are not taken off prior to centrifugation or transporting. Also the caps are popping off from the recapped tubes. They have set aside all of the lot # and will be able to send back samples."